Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, hardware was removed and replaced with a non-tmc device during a revision surgery on (B)(6) 2026 due to pain. The patient's joint was completely fused/healed. However, a non-tmc device was implanted for additional stability. Additional information indicates the patient was non-compliant. There were no deficiencies or malfunctions alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although several factors can contribute to the reported event, the most likely cause cannot be determined due to the limited information provided, and no device being returned. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, hardware was removed and replaced with a non tmc device during a revision surgery on (B)(6) 2026 due to pain. There were no deficiencies or malfunctions alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event.